Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a shaft break occurred. The 90% stenosed, 30 x 2.50 mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the procedure, while inserting the balloon the shaft broke. The procedure was completed with another of the same device. There was no patient complication, and the patient was in good condition after the procedure.